Manufacturer narrative:
.

Event description:
Clinic notes were received for a vns patient, who is being referred for explant surgery due to the vns causing voice alteration and pain in the throat with stimulation. The patient was using the magnet to disable the device but the physician had turned it off at the patient's request. It was noted that the physician could not increase the vns levels due to the side effects from the vns. No known surgery has occurred to-date. No additional relevant information has been received to-date.

Event description:
The lead and generator were explanted on (B)(6) 2016. The explanted devices were reported to have been discarded by the explanting facility.